Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2012 and suture was used. During the procedure, while performing the knots, the suture burst. Another like device was used to complete the procedure. There were no adverse patient consequences.